Manufacturer narrative:
(B)(4). Date sent 1/6/2026. D4 batch #582d06. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage, only the casing half washer was present and there were staples present. No battery was returned. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When a test battery was inserted, the green checkmark did not illuminate indicating the device had not been fired. However, when the battery was inserted, smoke was noted coming from the battery location on the device and intermittence was noted. The device was unable to be fired. The device was disassembled in order to verify the condition of the internal components and motor corrosion and burn marks were found on the led board causing the smoking seen. No anvil issues were noted during the testing. A possible cause of the issue originally seen was due to bodily fluid ingress into the motor. The bodily fluid ingress could cause corrosion of the motor and therefore, the motor to burn up the component of the led board. This could lead to the device no longer being able to be fired. The reported event cannot be confirmed, as no issues were found with the anvil during the analysis. The anvil was inserted into and removed from the device without difficulty. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Sn: (B)(6). A manufacturing record evaluation was performed for the finished device batch number 582d06, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 12/4/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: is the current patient status known? The consequences are therefore an extra cost, an extension of the operating time, a risk of fistula for the patient. So, error or damage without impact on the patient was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anastomosis, the anvil detached 3 times from the clamp causing the pin to be repositioned several times, thus several holes in the lower rectum. Need to use a 2th cdh29 clamp. The consequences are therefore an extra cost, an extension of the operating time, a risk of fistula for the patient.